Event description:
Disposable endo liver retractor was being used on lap nissen procedure. During use it ceased to fan the retractor blades when articulated. A circumferential piece of the distal tip broke off (2 pieces). One was retrieved. Other not found; intra-operative x-rays performed to attempt to locate.